Event description:
It was reported a socket was loose and the ventricular signal was noisy. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed that the socket was loose. Analysis could not confirm the reported noisy ventricular signal; incoming bench test and system test could not duplicate the noisy signal. It was noted there was no battery present on the battery chamber.